Manufacturer narrative:
(B)(4). D10: cat#: 139252, lot#: 172350, m2a-magnum 42-50mm tpr insrt-6. Cat#: 11-104114, lot#: 519130, mlry-hd por fmrl 14x175mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a hip revision due to pain. No signs of trunnionosis or metallosis. A physician declaration reports additional findings of synovitis, abductor muscle damage/tear and elevated metal ions. Attempts have been made and no further information has been provided.